Event description:
It was reported that post-implant, the patient's heart rate was 47-50 bpm at times. The pacer is programmed to 60-100 bpm. It is suspected to be in managed ventricular pacing mode. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.